Event description:
Option study it was reported that a pericardial effusion occurred. Transesophageal echocardiogram (tee) assessment revealed a left atrial appendage (laa) with chicken wing morphology, and an ostium diameter of 18 mm and length of 18 mm. No pericardial effusion was present at baseline. The patient was administered prophylactic antibiotics along with aspirin and apixaban prior to the index procedure and during pre-transseptal puncture, heparin was administered. A laa closure procedure was performed and a 24mm watchman flx laa closure device was implanted with a complete laa seal with a deployed device diameter of 19 mm. On (B)(6) 2020, the post implant echocardiogram revealed no pericardial effusion. On (B)(6) 2020, one day post index procedure, the patient started having some mild orthostatic hypotension. On (B)(6) 2020, the echocardiogram revealed a new small to moderate pericardial effusion without evidence of tamponade. A pericardiocentesis was performed and 400ml total blood was obtained from the pericardial space. The initial amount was 200ml with an additional 200ml over the course of 24 hours with no recent output on the drain. The drainage did not appear to be frank blood but rather serosanguineous at juncture. Echo imaging during this procedure revealed complete resolution of the effusion. The patient did have some chest discomfort after approximation of the pericardial lining and removal of the blood and was started on colchicine. The patient had a trend towards mild hypertension throughout her hospitalization and a plan was made to restart lisinopril. An echocardiogram (ECG) revealed sinus rhythm with borderline twave abnormalities. The patient was anemic secondary to blood loss from the pericardial effusion as well as hemodilution. The patient was hemodynamically stable and was started on iron therapy. The suspected cause was the watchman implant procedure. On (B)(6) 2020, a repeat echocardiogram revealed no effusion. The pericardial drain was removed and there was evidence of serious drainage after removal of the drain. This was dressed and monitored. Antihypertensive drugs was stopped. On (B)(6) 2020, the patient was discharged home on oacs and nsaids. On (B)(6) 2020, apixaban was resumed.

Manufacturer narrative:
B6: relevant tests/laboratory data updated.

Event description:
(B)(6) study. It was reported that a pericardial effusion occurred. Transesophageal echocardiogram (tee) assessment revealed a left atrial appendage (laa) with chicken wing morphology, and an ostium diameter of 18 mm and length of 18 mm. No pericardial effusion was present at baseline. The patient was administered prophylactic antibiotics along with aspirin and apixaban prior to the index procedure and during pre-transseptal puncture, heparin was administered. A laa closure procedure was performed and a 24mm watchman flx laa closure device was implanted with a complete laa seal with a deployed device diameter of 19 mm. On (B)(6) 2020, the post implant echocardiogram revealed no pericardial effusion. On (B)(6) 2020, one day post index procedure, the patient started having some mild orthostatic hypotension. On (B)(6) 2020, the echocardiogram revealed a new small to moderate pericardial effusion without evidence of tamponade. A pericardiocentesis was performed and 400ml total blood was obtained from the pericardial space. The initial amount was 200ml with an additional 200ml over the course of 24 hours with no recent output on the drain. The drainage did not appear to be frank blood but rather serosanguineous at juncture. Echo imaging during this procedure revealed complete resolution of the effusion. The patient did have some chest discomfort after approximation of the pericardial lining and removal of the blood and was started on colchicine. The patient had a trend towards mild hypertension throughout her hospitalization and a plan was made to restart lisinopril. An echocardiogram (ECG) revealed sinus rhythm with borderline twave abnormalities. The patient was anemic secondary to blood loss from the pericardial effusion as well as hemodilution. The patient was hemodynamically stable and was started on iron therapy. The suspected cause was the watchman implant procedure. On (B)(6) 2020, a repeat echocardiogram revealed no effusion. The pericardial drain was removed and there was evidence of serious drainage after removal of the drain. This was dressed and monitored. Antihypertensive drugs was stopped. On (B)(6) 2020, the patient was discharged home on oacs and nsaids. On (B)(6) 2020, apixaban was resumed.